Event description:
It was reported than a high drain 103 alarm occurred during therapy fill three of five on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. However, the home patient (hp) did not have any symptoms. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and end the therapy. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The review of the device logs did not confirm the reported issue of a high drain alarm. This device failed the return instrument test/evaluation (rite) functional test for no display. The device passed the rite electrical safety analyzer test, as well as the external/internal inspections. A short simulated therapy was performed on the device with no issues. A service history review revealed no previous service events were related to the reported condition. A device history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The problem was unable to be confirmed as the logs were corrupt due to digital printed circuit board (pcb) malfunction. Should additional relevant information become available, a supplemental report will be submitted.